Event description:
It was reported that a intellanav mifi open-irrigated was selected for a atrial fibrillation (af) radiofrequency ablation procedure in the left atrium (la). When the intellanav mifi open-irrigated was connected to the maestro 4000 generator the temperature displayed a high temperature of 77 degrees. The catheter was replaced and the procedure was completed. No patient complications were reported. It was further reported that the issue occurred while the catheter was inside the patient. The generator displayed "hi" temperature error. There was no attempt to deliver rf energy.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated was selected for a atrial fibrillation (af) radiofrequency ablation procedure in the left atrium (la). When the intellanav mifi open-irrigated was connected to the maestro 4000 generator the temperature displayed a high temperature of 77 degrees. The catheter was replaced and the procedure was completed. No patient complications were reported.